Event description:
It was reported that the patient ran out of insulin while away from cell service, did not transition to backup therapy after the ilet was shut off, subsequently experienced elevated blood glucose for a couple of days, and upon returning home was unable to locate all pump supplies, electing to use subcutaneous insulin via pen to reduce glucose before reconnecting to the pump. Symptoms included hyperglycemia. Outcomes included unexpected medication intervention, with treatment using subcutaneous insulin, and the event met criteria for serious injury/illness/impairment. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with no specific device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.